Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, no sensing was observed on the atrial lead and dislodgement was suspected. Further information has been requested but not received. The patient was stable.